Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the database was outdated and missed the required itemalternateid table. A technical support specialist (tss) mentioned that post-upgrade system issue caused filled transactions to duplicate or not clear, leading a technician to refill metoprolol three times for the same location before the issue was recognized. The tss confirmed that the issue was related to production incident (pi) 61226. The product support engineer (pse) created the table to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower was upgraded to the 1.8 software. The user confirmed system to be online and syncing; however, transactions from medication fill performed later that day did not display correctly. The filled transactions appeared to duplicate or failed to clear from the system view, which led the technician to refill metoprolol three times. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.